Event description:
It was reported that post a coronary artery drug eluting stenting treatment procedure, the pt died. The 95% stenosed target lesion located in the proximal left anterior descending was 10.0mm long with a 3.50mm reference vessel diameter. During the index procedure, the lesion was predilated with placement of a 3.5x12mm taxus express2 study stent. Residual stenosis was 0%. Shortly following the index procedure, the pt complained about head and neck pain. An electrocardiogram (ECG) revealed st elevation in the anterior leads. "The pt became unresponsive and pulseless and was emergently taken back to the cardiac catheterization suite." Cardiopulmonary resuscitation was initiated, resulting in the return of the pt's pulse after 2-3 minutes. The distal edge of the study stent was totally occluded. Per the discharge summary "acute closure of the left anterior descending artery secondary to a distal dissection. Integrilin and intracoronary thrombolysis were initiated." A 3.0x28mm taxus express2 study stent was placed distal to the study stent that was implanted. The pt became hypotensive and was treated with versed, nipride and neo-synephrine. The pt's "pupils were noted to be fixed, dilated and unresponsive to light." The pt remained unresponsive, although he was noted to "occasionally spontaneously breathe over the set ventilator rate." One day post index procedure, CT (computerised tomography) scan revealed "acute subarachnoid intraventricular hemorrhage. Suggestion of diffuse cerebral edema." Electroencephalogram revealed "no electrical activity preset that is referable to cerebral activity." The pt was declared brain dead. Per death certificate, cause of death was due to "subarachnoid hemorrhage with underlying cause "coronary angioplasty."

Manufacturer narrative:
The device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.